Manufacturer narrative:
H2) additional information: e1 (facility name, street 1, street 2, city, region, country, postal code, fax number, phone number) h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the system was turned on and arm cart assembly calibration was performed. Changed the arm position as horizontal and checked the movement of the instrument drive unit. It was moving upward. The joint force sensor calibration was performed and the arm cart assembly completed functional check. Evaluation of the logs noted that the amount of force exerted to move the instrument drive unit in manual mode is not tracked in the logs. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument drive unit issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during testing, when attempting to move the instrument drive unit, experienced strong resistance. The instrument drive unit was difficult to move. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during testing, when the user attempted to move the instrument drive unit (idu), the user experienced strong resistance. Hence, the idu was difficult to move. There was no patient involvement.